Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical (B)(6) 2009 complaint report did not reveal any trends for the failure mode of "air in system, in the convenience kits product family." The returned sample exhibited multiple kinks on the tubing of the contrast controller and fluid delivery set. The devices were connected to a fluid source and aspirations were performed after the system was de-bubbled. Tests subjecting the system to both "normal" and "forceful" aspirations were performed 3 times and produced no bubbles. Therefore, the complaint was confirmed for kinked tubing, but the reported event of "air in the system" was unable to be confirmed. The mfg personnel involved with the packaging of the reported lot have been made aware of this event and were re-trained on the applicable packaging and inspection procedures. (B)(4).

Event description:
As reported by distributor, tubing within the convenience kit is kinking resulting in air in the system when flushing. There has been no air injection or pt injury. A used kit was returned for eval.